Event description:
The customer contact reported a particulate. The tubing set was being used to deliver 0.9% normal saline. After an unspecified length of time in use, the nurse noted a white particle distal to the filter. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.